Manufacturer narrative:
Philips service sent a replacement footswitch to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wired footswitch cable connector was broken during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.